Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73m1400006 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: multiple clips fell out when the device was loaded. All clips were retrieved manually from the abdominal cavity. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73a1400006 was confirmed with sample. During visual inspection the components looked well assembled; no stuck clip in jaws, applier was received with a piece of cardboard embedded in the jaws. Failure mode clip fell from applier was confirmed with sample received during visual inspection. However; it is unknown why the jaws component has a piece of cardboard embedded. Functional inspection: failure mode clips fell from applier reported by customer was not able to be duplicated during functional testing. Sample received did not confirm the defect reported by the customer clips fell from applier during visual inspection, however an alternate condition was found; jaws have a piece of cardboard embedded. After the removed piece of cardboard, a functional inspection was performed with the remaining clips received (ten clips); the device worked properly; although the applier was shaken, no clips fell from applier. Therefore, corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: multiple clips fell out when the device was loaded. All clips were retrieved manually from the abdominal cavity. The patient's condition was reported as fine.